Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that the surgeon had used the device in a recent case for a laparoscopic cholecystectomy. She reported the device got hung up on tissue and would not release until the surgeon moved it around. It would apply the clips but they could not get it to release from the tissue until the surgeon moved it around. This occurred three times with the device. They were able to complete the procedure with the same device. There was no tissue damage reported. There were no reported patient consequences. The device was discarded.